Event description:
Tampon still inside body - vagina [foreign body in reproductive tract]. Tampons shed fluff [device breakage]. Case narrative: consumer reported via phone that the tampon shed fluff. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress

Event description:
Tampon still inside body - vagina [foreign body in reproductive tract] tampons shed fluff [device breakage] case narrative: consumer reported via phone that the tampon shed fluff. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.